Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a meniscus repair surgery, both anchors deployed simultaneously; when preparing to push the knot, the suture turned into a mess and broke so the knot could not be pushed. Both ts were removed. A s&n back-up device was available to complete the procedure. Even though there was a <30 min surgical delay time, there were not other adverse consequences, such as injuries, in the patient.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿both anchors deployed simultaneously; when preparing to push the knot, the suture turned into a mess and broke so the knot could not be pushed.¿ the manual advancement button and actuator was fully advanced. The protective blue split cannula was returned separated from the device. The white depth/penetration limiter was returned and was roughly trimmed. This product has user controlled advancement of the actuator lever to position the anchors at the distal tip of the delivery needle. They can then each be manually stripped off the needle tip. There is not any automatic deployment. Inadvertent needle twist or bend can interfere with proper delivery of anchors. It appeared that the anchors were entangled in unusual suture looping and knotting. They had a melted appearance. There were also strands of the suture braid that appeared melted. There is no obvious permanent bend noted. No root cause related to the manufacture of the device was confirmed.